Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection. No additional patient or event information is available. It was reported that the patient possibly had connectivity issues with the cgm. The issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information.